Event description:
It has been reported the pt has been experiencing the need to recharge the system ip frequently than usual for the past two months. The pt has stimulation. Replacement charging system was used to no avail and did not affect the recharge burden. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Correction number: 1627487-12192001-003-r.